Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.